Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 3418 ml. Their programmed fill volume was 2000ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On 25 of march product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of probable cause of the iipv was insufficient drain. False empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (70%) the nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device and a failure was identified that could have caused or contributed to the reported issue. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was insufficient drain. False empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (70%). The device will be routed to the service area. On (B)(6), product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of probable cause of the iipv was insufficient drain. False empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (70%). (B)(4) is currently open for the reportable malfunction of iipv/over delivery.